Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 8. The caregiver (cg) stated the two unused supply line clamps were open and she had been setting up like that for months. It was explained that in dwell, the hc pulls solution from the supply and final bags and if there was no bag on the line and the clamp was open, the hc would pull air into the lines, thus compromising the set. The cg stated she would start over with new supplies and would call the registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 8 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).